Event description:
Additional information was received. Purge flow was 1.7 and purge pressure was high.

Manufacturer narrative:
B5 additional information was added. D1 brand name was revised. D4 serial and primary UDI number were revised. H6 medical device problem code was added due to new information received.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 vis right surgical axillary/subclavian artery for mechanical circulatory support. The purge fluid was leaking inside the purge reservoir casing. The purge cassette was not removed. And reinserted into the console. The patient's outcome was stable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information were provided in d3 and e1. Upon review, it was identified that these were inadvertently omitted from the initial report. Added d6b (date of explant) based on the additional information received. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of leaking issue was not determined due to insufficient clinical details and no product was returned. The cause of purge pressure high issue was not determined due to insufficient clinical details and no product was returned.